Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a high pacing lead impedance and loss of capture were observed on the rv lead. The lead was capped and replaced with no patient symptoms reported.